Manufacturer narrative:
The device was returned to olympus for inspection. Based in the results of the investigation, the reported blurred image issue was conformed. A definitive root cause of the issue could not be determined, however, the issue was likely the result of environmental humidity. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E1 - (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a blurred image. The issue occurred during set up. There were no reports of patient involvement.